Manufacturer narrative:
The analysis of the door winch assembly was completed by medtronic personnel. Visual inspection found broken teeth on the center gear of the winch drive.

Manufacturer narrative:
The drive motor assembly was returned to the manufacturer for evaluation. Testing found that the threaded drive was bent, however the unit passed functional testing and the reported issue could not be replicated.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. The suspect imaging system has been received by the manufacturer for evaluation. However, results are not available at this time.

Event description:
A medtronic representative reported that, while outside of a procedure, the gantry of the imaging system was unable to dock when prompted by the user. The reported issue occurred when attempting to perform motion calibration. It was reported that when opening the gantry door and closing it, the door could not re-open. The battery was checked and reported to be at full charge. There was no patient present when this issue was identified. No additional information was provided.